Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging malfunction of a ventilator's oxygen not delivering properly. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging malfunction of a ventilator's oxygen not delivering properly. There was no harm or injury reported. During the evaluation of the device by a field service engineer, an issue related to the fio2 sensor was observed. The device¿s fio2 sensor was replaced to address the issue.